Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was break the needle. The customer¿s blood glucose level was 114 mg/dl. The customer stated that the sensor did not penetrate and there was bleeding immediately. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle. (B)(4).